Event description:
It was reported that the patient was walking and became faint and fell. Physician confirmation of symptoms was attempted but not able to be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.